Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had temporarily shut off for three hours and it didn't alert the customer when his blood glucose was low. Customer stated his blood glucose lowered to 50 mg/dl, he treated and is fine. Customer declined to troubleshoot for his low blood glucose.